Event description:
It was reported a pericardial effusion (pe) and cardiac tamponade occurred. A pulsed field ablation for atrial fibrillation procedure was performed. A farawave catheter was selected for use. The procedure was completed successfully without any complication. About three weeks after the procedure, the patient presented feeling unwell. The patient was in tamponade needing a pericardiocentesis. In the physician's opinion, he was unsure what the root cause was. He theorized it may have been a very small wire perforation at any given point, or it could have been the inflammatory process causing issues. The patient was recovering well and is expected to fully recover. Device is not available for return because this case was several weeks ago and products disposed of.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.